Manufacturer narrative:
Product ID 3037 lot# serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va0y029, implanted: 2015 (B)(6); product type lead. (B)(4).

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported having no symptoms after implant on 2015 (B)(6). Symptoms returned suddenly on the morning of 2015 (B)(6), but she did drink a lot of fluid the prior day. The patient had a loss of therapy, she did not feel stimulation, and therapy was on. Symptom control was 50 percent or better and symptoms included leaking. The patient was lying down, she felt a strong urge to go to the bathroom, and her bladder just emptied completely before she could get to the bathroom. She was on program 2 at 0.40 and she turned stimulation up to 1.9. The patient felt stimulation fluttering and it was not painful. After increasing stimulation, the issue of strong urge/bladder emptying happened again, so she increased stimulation more. When she increased stimulation the second time, she was having pain in the perineal area. The patient decreased stimulation and then the pain was resolved. No potential event cause, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.